Event description:
Bodyguard tubing (ref# a120-161xps, lot# 14537, exp 11/01/2022) would not flow when 0.9% sodium chloride was being withdrawn from bag to prime tubing, and clamp confirmed open. When not attached to bag, tubing would flow without problem. FDA safety report ID# (B)(4).